Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that the device was explanted, and a new device was implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller and the clinician programmer was displaying replace generator showing end of life. Patient experienced ineffective therapy. No further information is available at this time.